Event description:
It was reported the patient had received a shock for t-wave oversensing. Sensing difficulty reported. A new lead was placed for pacing and sensing. The patient later presented with pre erosion. The leads were then removed and a new lead implanted submuscular. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.